Manufacturer narrative:
One cadd legacy plus pump was received for evaluation. The event history log was reviewed and there were 1871, 1210 and 1261 error code messages. A functional check and visual inspection were conducted. The reported issue was able to be confirmed. The pump was found to be displaying "1871" error code message on power up and when the prime key button is pressed. The pump was double beeping without an administration cassette attached but had no "clock battery due" issue. All the pump's labels were removed and reattached onto the pump, and the connection of the wires connected to j5 were wrong. The "error 1871, clock battery due, device double beeping" issues were caused by customer damage. The wires connected to j5 were re-positioned to resolve the issue.

Event description:
Information was received indicating that a smiths medical pump presented with error 1871 which indicated that the clock battery is due and the device double beeping. There were no reported adverse events.